Manufacturer narrative:
Concomitant medical product: 4076 lead; 419488 lead; lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was noted with rapid battery depletion likely due to high thresholds on the right ventricular (rv) and left ventricular (lv) leads. Ineffective pacing was also noted on the rv lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.